Manufacturer narrative:
H6 patient codes: corrected. The device was returned for analysis. Visual and microscope inspections revealed the tip was detached near the guidewire exit port.

Event description:
It was reported that a catheter issue occurred. The patient, who had a non-boston scientific mechanical aortic valve, presented for a routine percutaneous coronary intervention. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the physician experienced difficulty advancing the ivus catheter across the struts of the valve. As he pulled on the ivus catheter, the tip broke off and embolized to the distal right coronary artery. The physician used a stent to pin the tip of the catheter to the vessel wall. The procedure was completed with another device. The patient fully recovered, and no complications were reported.

Event description:
It was reported that a catheter issue occurred. The patient, who had a non-boston scientific mechanical aortic valve, presented for a routine percutaneous coronary intervention. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the physician experienced difficulty advancing the ivus catheter across the struts of the valve. As he pulled on the ivus catheter, the tip broke off and embolized to the distal right coronary artery. The physician used a stent to pin the tip of the catheter to the vessel wall. The procedure was completed with another device. The patient fully recovered, and no complications were reported.